Event description:
Customer called and reported, the pad does not heat up, and has a burn mark on the control.

Manufacturer narrative:
Past investigations with similar events, we found the switch had been punctured by an external force. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.